Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
The following issue was found in the bd vacutainer® push button blood collection set with pre-attached holder. It was reported 42 units were noted to have damaged or open unit packaging , where sterility is compromised. The following information was provided by the initial reporter. "Product units were damaged upon arrival. Sets seem to be punctured as noted in photo attached. Total of (B)(4) damaged."

Event description:
The following issue was found in the bd vacutainer® push button blood collection set with pre-attached holder. It was reported 42 units were noted to have damaged or open unit packaging , where sterility is compromised. The following information was provided by the initial reporter. "Product units were damaged upon arrival. Sets seem to be punctured as noted in photo attached. Total of 42pcs damaged."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/2/2021. H.6. Investigation: bd received 2 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for damaged packages with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for damaged packaging with the incident lot was observed as not all product specifications were met. The root cause could not be determined after a thorough investigation of the complaint samples and, it is unlikely that the indicated failure occurred during the manufacturing process. This defect must have happened after the parts were packaged and, it is likely the case pack was dropped during shipping/transportation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
The following issue was found in the bd vacutainer® push button blood collection set with pre-attached holder. It was reported 42 units were noted to have damaged or open unit packaging , where sterility is compromised. The following information was provided by the initial reporter. "Product units were damaged upon arrival. Sets seem to be punctured as noted in photo attached. Total of 42pcs damaged."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for damaged package with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.